Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-10056. It was reported the patient ((B)(6)) was receiving a corrupt program error message and was no longer feeling stimulation. Diagnostic testing identified invalid impedances. Reprogramming was performed and effective coverage was restored. During the reprogramming session, the patient reported feeling a burning sensation at the ipg site when stimulation is on. The patient has previously placed an ice pack on the area to relieve the pain. The patient also reported that she feels her stimulation is inconsistent with the programming and stated when she visits her son who lives near an electricity pylon, she feels like she is being electrocuted all over causing her to experience what she describes as a "convulsing sort of motion." The patient reported that his occurs even when stimulation is turned off. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.